Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic with a pacemaker that could not be interrogated. No further information is available.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received on (B)(4) 2019, indicates that the device was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.